Manufacturer narrative:
Patient weight was not available from the site. This was reported to the manufacturer via medwatch# (B)(4) on (B)(4) 2013. Date of the incident listed on the medwatch form was (B)(4) 2013. These fields were completed on medwatch# (B)(4) although the component reported "navigation arm" is a reusable device. A medtronic rep went to the site to collect the suspect component. However, the site rep refused to relinquish the device per instruction from the site's legal department. It was reported to the medtronic rep that the site had sent the device to a 3rd party vendor for repair prior to the reported event. No parts or files have been received by the manufacturer.

Event description:
A site representative reported via medwatch# (B)(4) that a patient was scheduled for a right frontal lesion biopsy with the use of a intraoperative navigation system. The navigation arm, which is attached to the reference frame, was loose. Once a functioning arm was identified the case was successfully completed.